Manufacturer narrative:
The pump had unresponsive esc, act and up buttons due to corroded keypad traces. The operating current test or batteries out limit test were unable to be performed due to unresponsive buttons. There was no moisture damage on electronic assembly during visual inspection. The device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had issues with their insulin pump. The customer states they received a change battery out limit alarm. The customer's blood glucose level at the time was 302mg/dl. The customer state they were unable to rewind the device, due to buttons not working. The customer states they were wearing the device while they were outside in the rain. The customer was advised that the device would have to be replaced and returned for analysis.